Manufacturer narrative:
Pr (B)(4) - supplemental MDR - leakage other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309628; batch#: 2321030. It was reported that the bd syringe 1ml ll leaked. The following information was provided by the initial reporter: complaint received via email(s) attached. Rcc received a complaint via email. Amgen received notification on (B)(6) 2024 from a reporter of a complaint for nplate vial - lyophilized involving 1 unit(s) from lot/batch 1170553d. The event reportedly occurred on 11-jun-2024. The patient/pharmacist/physician reported the following event: the reporter indicated that when ppi water syringe was screwed to the lid, there wasn't any pressure like the lid of the vial wasn't sealed correctly. A bit of water leaked from the ppi water syringe when it was injected on the lid. The patient noticed an air leak between the lid and the ppi syringe. When the patient attempted to extract the reconstituted product with the graduated luer lock syringe, the product couldn't enter the syringe and instead, leaked on the sides of the vial. Patient received a bit of reconstituted solution on his arms additional information provided: date of event: the event reportedly occurred on 11-jun-2024. Please confirm whether there was any patient impact - patient outcome was captured as non-serious as patient missed the dose. Any adverse event or serious injury reported to patient or healthcare professional? - no adverse event or serious injury reported. Aer seriousness was recorded as ¿no¿. Additional information provided: this is a notification that the issue summary for amgen product complaint assessment asm-430009/ (B)(4) was updated to ¿interface vial adapter leakage/breakage (leakage from syringe/vial)¿ to clarify the requested supplier assessment related to the syringe. Please refer to the updated supplier assessment request attached.